Event description:
The sales representative reported on behalf of the customer, that the aes-50sp, aes-50sp edge hip probe 50 degree was being used during a hip arthroscopy procedure on (B)(6) 2024 date when it was reported ¿the head of the probe fell off after just using the probe". The fragment was retrieved, and the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device found the electrode tip detached, broken off from the device shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. Additionally, the IFU advises the user that continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and probe tip between activations. The IFU also advises the user to use caution when changing power settings. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the aes-50sp, aes-50sp edge hip probe 50 degree was being used during a hip arthroscopy procedure on b)(6) 2024 date when it was reported ¿the head of the probe fell off after just using the probe.¿. The fragment was retrieved, and the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.